Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the surgeon opted to complete the procedure without the navigation system due to the reported issue.

Manufacturer narrative:
Correction: facility updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not available on the date of filing. Other relevant device(s) are: product ID: sfw kit 9735736 stealth s8 ent EU-sc, version (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the register task of a functional endoscopic sinus surgery (fess) procedure the system kept showing the tracing off the side of the face. The site would restart and try again but it just kept doing it. The site did add a touch point and was down to a 1.8, but at that point were inaccurate. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation was initiated. Logs and archive were reviewed, unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.